Event description:
It was reported via medwatch mw5159315 that shaft break occurred. A 4.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, the sheath of the stent broke off. The procedure was completed with a non-boston scientific stent.